Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with 350cc smooth mentor memorygel breast implants experienced left-sided implant rupture and right-sided anisomastia postoperatively. The patient underwent implant exchange procedure due to ¿failed implants¿ and breast ptosis, and left-sided rupture was discovered upon removal. The patient underwent explantation and replacement with 300cc smooth mentor memorygel breast implants, catalog # 3503001bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2020. This medwatch report is for the right-sided implant.